Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead had low pacing impedance suddenly dropping below 100 ohms. No known intervention was completed. There were no patient consequences.